Event description:
(B)(6): customer reports via phone that staff were performing a urology lithotripsy stone removal on a patient (gender and age not provided) when the system fluoro failed. Staff moved the patient to another room where the physician completed the procedure without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.